Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the red and blue adapters showed hairline cracks at the thread of the adapter when attaching a luer-lock syringe. This was discovered pre-operatively and was not used on a patient.

Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. Three adapters attached to a syringe were received for analysis. Visual evaluation was performed and revealed that the adapters were broken. It presents signs of manipulation. Manufacturing performed 100% inspection for cracked adapters which would identify this issue in the catheter assembly. The reported condition has been confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications; for this reason the adapters was more likely damaged due to manipulation and the most possible root cause can be considered as misuse. The instructions for use (IFU) were not followed causing adapter over tightening. No evidence was found to link this event to a manufacturing related cause. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.